Manufacturer narrative:
(B)(4). Batch # r94r73. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 11 clips were found inside clip track. No conclusion could be reached as to what may have caused the reporting incident. A manufacturing record evaluation was performed for the finished device lot r94r73 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94r73 number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. No clips were deployed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.